Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's power button failed to respond. The device's front panel/keypad led pca was replaced to address the issue. The front panel board was evaluated by the manufacturer's product investigation laboratory (pil) and found the front panel board functioned as designed and operated without issue or error codes.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's power button failed to respond. The device's front panel/keypad led pca was replaced to address the issue.